Event description:
The customer reported that when moved to the lateral projection the screen would go black and no images were acquired. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call.